Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, diseased mucous membrane, complication in site preparation, peri-implantitis, pain, swelling, abscess, bleeding, inflammation, mobility.